Manufacturer narrative:
Additional information was received that the patients weight loss contributed to the inability to charge the device. The patient underwent an ipg explant procedure. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg explant procedure.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo an ipg explant procedure.